Event description:
A discordant low immulite 2000 estradiol result was generated on one patient sample, which was reported to the physician. The sample was repeated several times and a corrected report was issued. There was no known report of treatment given or withheld based on the discordant estradiol results.

Manufacturer narrative:
A siemens technical service engineer (tse) evaluated the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause of the discordant estradiol result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.